Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing high blood glucose (bg). There were no bg values reported and no reported signs or symptoms of hyperglycemia. The patient stated that the infusion set tubing was leaking at the connection to the cartridge, and that when priming there seems to be a "lack in force". There is no further information available at this time.